Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the device showed that the t1 has been cut away from the chinese knot/loop. The t1 was not returned. The t2 is still in place, behind the dimple, on the needle. The suture tail is still tucked under the depth straw. The depth straw has been trimmed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, a fast fix t2 implant suture knot was loosened; therefore did not stayed fix in the meniscus and had to be removed along with t1 implant with tweezers. Surgery resumed after non-significant delay with a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscal repair surgery, a fast fix t2 implant suture knot was loosened. It is unknown if there was any delay or back up device available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).